Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the deep scratches on the ultrasonic acoustic lenses were caused by the user's handling when an external force was applied. There are statements in the instructions for use that can prevent the event: "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."

Manufacturer narrative:
The scope was returned to the service center for evaluation. A leak was noted at the biopsy channel. A deep cut was found on the pink rubber of the scope¿s probe. An visual inspection was performed on the scope¿s forceps passage with an olympus boroscope and found scrap marks in the channel. There was corrosion noted inside the scope and electrical connectors due to fluid invasion. The scope¿s control knob function and movement was checked and found to be loose with play. The scope¿s ID chip showed 177 total uses. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that there was no image observed while using the scope. There was no patient injury reported. No further information was reported.